Event description:
Received a call from operating room. A pt was having a thyroid surgery and when the surgeon would use a harmonic focus from ethicon it would leave what looked like a blue film or piece of plastic on the tissue. It was reported that the surgeon thought they were able to remove the blue matter. Piece of blue matter saved for risk and is the size of a pen head. The focus was also sequestered.